Manufacturer narrative:
On june 18th 2019 we have received the following information: date of the revision surgery (B)(6) 2019. If the revision was successful: yes. If there are any additional information regarding the revision or surgeon's comment: the surgeon didn't comment about the event. We have also received post-operative x-rays that were checked by the medical affairs director reporting that no new additional supposition can be drawn.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director: tibial component mobilization 3 years after total knee arthroplasty in a (B)(6) year old woman. Radiographic image provided shows the presence of posterior subsidence of the tibial baseplate. Postoperative cortical coverage cannot be assessed on the basis of information received. If further information is made available after the planned revision surgery we may be able to make a better assessment. Batch review performed on 16 april 2019: lot 152352: (B)(4) items manufactured and released on 06-jul-2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Loosening of the tibial base with slight posterior depression. The revision surgery is scheduled for (B)(6) 2019 (3 years and 2 months form the primary).